Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found no significant anomaly (hole in the catheter body -explant related). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 26-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 8 mg for a total dose of 2.19969 mg/day, bupivacaine 20 mg for a total dose of 5.49922 mg/day, and compounded baclofen 450 mcg for a total dose of 123.73238 mcg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type I. It was reported on (B)(6) 2019 during a scheduled pump replacement for normal battery depletion, a leak in the proximal catheter near the 2 o'clock suture loop was identified. It was noted that the leak may have been secondary to the bovie hitting the catheter on dissection of the scar tissue capsule in the wound. The proximal segment only was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter break/cut. The patient's weight was (B)(6) kg. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The catheter portion was lumbar/pump portion. The event date was (B)(6) 2019. No further complications were reported/anticipated.